Event description:
Customer reported noticing a difference between the blood glucose readings and sensor readings. Customer stated that their blood glucose readings would really be 40 mg/dl while the sensor would be reading 140 mg/dl. Customer stated that they received false low alerts overnight and inaccurate readings. Customer's blood glucose reading at the time of the call was 125 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.